Event description:
During a lung resection procedure, the cartridge disengaged in the procedure. The surgeon had to make another incision to retrieve the cartridge. The hosp has reported that the pt's status is satisfactory.

Manufacturer narrative:
8/28/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.